Manufacturer narrative:
The faulty unit was shipped to spacelabs healthcare for depot repair. An equipment service center technician evaluated the device and confirmed the reported failure. The issue was traced to a faulty cpu pcba. The faulty part was replaced and the device passed all further functional testing. The repaired unit was returned to the customer. The failure was due to a faulty cpu pcba.

Event description:
The customer reported that while in use, the qube bedside monitor will suddenly power itself down. There was no patient or user harm associated with this event.